Manufacturer narrative:
On december 29, 2016, during preventive maintenance (pm) of the g8 analyzer serial number 13272010, tosoh field service engineer (fse) found that the customer installed the device filter incorrectly. During the pm, the fse was unable to duplicate the p00 peak problem. The most probable cause of the reported event was due to the degradation of the controls along with the reversed filter identified during pm may have attributed to the problems reported. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, the customer reported getting a p00 peak for the last 4 days after start-up of model g8, serial number (B)(4). This occurred only on the first specimen with tosoh controls, lot number 7045 and goes away when repeated. The customer indicated this also happened with a fresh qc. The customer was advised by technical support to run a prime specimen followed by the qc specimens and not to change any parameters. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.